Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2015. The patient manages his diabetes with insulin pump therapy. The patient reported that during the late morning of (B)(6) 2015, he obtained an alleged inaccurate high blood glucose reading of ¿160 mg/dl¿ with the subject meter. The patient reported administering an increased dose of insulin (unknown amount) in response to the elevated result. The patient claimed that on (B)(6) 2015 at around 1:00pm, he developed symptoms of ¿extreme weakness, sweating, shaking and passed out¿. The patient reported treating himself with sugar, followed by fruit juice and claimed he felt better afterwards. The patient denied that his blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips were being stored correctly and were not expired or been open for longer than the discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.